Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range pacing impedance was noted on the right ventricular (rv) channel of this device and a lead safety switch had been triggered. The patient is 50 percent paced. Boston scientific technical services (ts) discussed that there were many episodes stored on the device that appeared to be due to atrial fibrillation and also mentioned that oversensing had occurred. An x-ray was taken and was unremarkable. Ts discussed programming options to optimize device therapy. No adverse patient effects were reported. This device remains in service.